Manufacturer narrative:
Follow-up # 1 date of submission 03/23/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 03/11/2015 with the following findings: the keypad cover was found to be intact; no damage was observed. During testing, the complaint that all of the keypad buttons were under-responsive was not duplicated. The contrast button was found to be intermittently unresponsive and the contrast contact was found to be inverted. The contrast button has no effect on insulin delivery function. The keypad was removed and no contamination was found under the button contacts.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that all of the keypad buttons were under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.